Event description:
It was reported the irrigation port of the cool path catheter broke at the proximal end of the handle during an ablation procedure. When removed from the packaging, the physician noted the irrigation port appeared shorter than expected. The physician prepped the cool path catheter and made connections to the cool point pump and tubing set. Once the catheter was prepped, the physician began applying therapy to the target ablation site when it was noted the irrigation port had broken at the proximal end of the catheter handle. The catheter was removed from the patient and exchanged for another coolpath catheter to complete the procedure. There were no consequence to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. The length of the irrigation port was measured and found to be within specification. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor (B)(4).